Manufacturer narrative:
9b)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00754, 0001822565-2024-00755, 0001822565-2024-00756, 0001822565-2024-00757, 0001822565-2024-00758, 0001822565-2024-00759, 0001822565-2024-00760, 0001822565-2024-00761, 0001822565-2024-00762. D10: medical products: item#: 110029132, +3mm lateral offset 40mm diameter glenosphere; lot#: 65569156. Tray; bearing; baseplate; central screw; peripheral screw; peripheral screw; peripheral screw; peripheral screw. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately a little over one (1) month ago. Subsequently, the patient was revised due to infection seventeen (17) days later. Multiple attempts have been made to obtain additional information, but no additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. During the investigation of the reported event, product identification was received, and it was determined that this device was reported under the incorrect MFR/manufacturer. In addition to that, sterile certificates were reviewed and found to be conforming, thus deeming the event nonreportable as it is unlikely the device caused or contributed to the event, therefore further reports will not be submitted for this device.

Event description:
No further event information available at the time of this report.